Manufacturer narrative:
A manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: the sample was received in a sealed product packaging tray. The product tray was examined, a long strand of hair was found inside of the returned packaging tray. The needle was also found to be bent inside of the sealed packaging tray. The plastic packaging was damaged and appeared to be slightly smashed near the protective tubing end. The hair strand was measured and found to be approximately 10.5 inches in length. The origins of the hair are unknown. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was returned. The investigation is confirmed for a foreign material, as a strand of hair was found in the sealed product packaging tray. However, the origins of the hair were unknown. The root cause was determined to be manufacturing related, as a strand of hair was found in the sealed product packaging tray. Labeling review: the current maxcore disposable biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure, there was a hair discovered in the sterile pouch prior to being opened. The package was not opened, and the device was not used on the patient.